Event description:
Pt inr for the past six months in 2 range with ldh 100-200. Pt states he takes meds as ordered. On (B)(6) 2020, pt went to primary care physician to report hematinuria. Hematinuria was treated with nitrofurantoin with cessation of noticeable bleeding. At this time osh inr 1.1 and creatinine 1.7.1. Follow-up was performed at op visit with ldh 1122. On (B)(6) pt admitted to duke per vad team instructions. Heparin started. Loh on admission 964. Vad flows and powers 5-7. On (B)(6) no noted thrombus on CT scan. After days of heparin infusion, ldh remained elevated. Functional data suggestive of thrombus in the pump. On (B)(6) heartmate 2 exchanged with hm 3.